Manufacturer narrative:
Block b3: approximated to january 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2 (report source) has been corrected. Block b3: approximated to january 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: correction: block d4 (catalog number). Block h11: investigation results: the returned resolution 360 clip device was analyzed, and it was found during visual inspection that the device was returned with the clip assembly attached. The device was functionally tested, and the clip assembly was able to perform a full deployment. No problems with the device were noted. The reported event of clip unable to deploy was not confirmed. The device was able to fully deploy during functional testing. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.